Manufacturer narrative:
The customer contacted the siemens healthcare diagnostics customer care center (ccc) and reported that a discordant, falsely elevated total prostate specific antigen (tpsa) result was obtained on a dimension vista 500 system. Siemens headquarters support center (hsc) completed the investigation of the event. Hsc reviewed the information provided by the customer and the instrument data. Quality control values were within laboratory range on the date of the event. The original sample was not available for investigation. No system or assay non-conformance was identified. The cause of the discordant elevated tpsa result is unknown. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant, falsely elevated total prostate specific antigen (tpsa) result was obtained on a patient sample on a dimension vista 500 system. The discordant result was reported to the physician(s) and not questioned until after a lower result was obtained on a new sample processed on a later date. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tpsa result.